Event description:
It was reported that the touchscreen delayed in responding to presses. Reportedly, the customer had to press buttons multiple times for the pump to unlock. There was no reported impact to customer's blood glucose level.